Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of missing segments/partial display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that when she hit the act button, some of the display went missing and the battery indicator changed as well. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test and alarmed motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The pump was monitored and had no display anomaly or missing segments/partial display when pressing the esc/act buttons. No moisture damage on the electronics or motor noted. The pump passed the idle current, run current, self test, off no power, unexpected restart, displacement and rewind tests. Unable to perform the occlusion or excessive no delivery tests due to the compromised force sensor system alarm. The pump was received with a cracked display window, a cracked case at the display window corners and a cracked reservoir tube lip.